Event description:
Hcp reported that the patient never felt any pain relief from the time of previous implant. Patient presented with pump site very distended and a large amount of cerebral spinal fluid was suctioned out when the pocket was opened. It was observed that the catheter was not connected to the pump and there were no kinks in the catheter. The device was explanted and returned to the MFR for analysis.